Event description:
The system ready lamp did not illuminated when the deltapaq cerecyte microcoil 3 mm x 10 cm (cdf10031030/g12668) was deployed in the aneurysm. It was pre-electrical checked. So it was removed safely. Before and after this; some micrus coils (details unknown) were deployed with no problem. Detachment control box (f63304/catalog unknown) and sl-10 microcatheter (details unknown) were used. A pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. It is unknown if all lights illuminated upon pressing the power button.

Manufacturer narrative:
The system ready lamp did not illuminated when the deltapaq cerecyte microcoil 3 mm x 10 cm (cdf10031030/g12668) was deployed in the aneurysm. It was pre-electrical checked. So it was removed safely. Before and after this; some micrus coils (details unknown) were deployed with no problem. Detachment control box (f63304/catalog unknown) and sl-10 microcatheter (details unknown) were used. A pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. It is unknown if all lights illuminated upon pressing the power button. The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design, or quality concerns. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.